Event description:
It was reported by the provider that the valve is stuck. Per the independent repair center statement the unit is alarming or red light; the power switch has a short circuit and the reproth valve stuck. The poppet kit valve is not shifting. The ty wraps tubing and gear clamps tubing are leaking.